Event description:
It was reported that the patient had an elevated heart rate and had been feeling "unwell." The patient reported a normal blood pressure and did not report feeling dizzy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949-65 lead, (B)(6) 2007; 4076-52 lead, (B)(6) 2007. (B)(4).